Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, the patient underwent three revision surgeries over 5 years. The patient is now being considered for an additional revision with a pmi triflange cup due to pain and aseptic loosening in the setting of prior infection, reimplantation and bone loss. The surgery has not yet occurred to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported the revision procedure was completed. The implants removed are retained by pathology. No additional op reports, x-rays, pictures, or patient information available.